Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd precisionglide¿ needle experienced a defective needle, and leakage. The following information was provided by the initial reporter: we have a patient that receives eylea injections every 4-5 weeks. Today dr. Went to do the injection, he inserted the 30g needle, when he started to inject the eylea, there was a hole in the side of the 30g needle and the medication squirted on the patient nose. Dr. Believes some of the medication did go in, but not enough for a complete dosage. Needle was withdrawn, we had to re-prep the patient and we re-injected with a sample dose and a different needle. Other clinical managers also stated they have been having issues with the 30g needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 06-dec-2022. H6: investigation summary: it was reported there was a hole in the side of the needle and a faulty needle. To aid in the investigation, twelve samples were received for evaluation by our quality team. Nine samples came in sealed packaging blisters and three samples came with no packaging blisters. A visual inspection was performed with a 10x magnifier lens. One of the samples with no packaging blister has a short shot at the gate point located at 1/4" from the bottom of the needle hub. The rest of the samples do not have any short shots. Each sample was then functionally tested by connected them to a syringe with saline solution. Leakage was observed in the sample with the short shot at the location of the gate point. The rest of the samples did not show leakage, or any other defects or imperfections. A device history record review was completed for provided material number 305106, lot number 1300846. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported of faulty needle by the customer could not confirmed and a probable root cause could not be offered.

Event description:
It was reported that at least one bd precisionglide¿ needle experienced a defective needle, and leakage. The following information was provided by the initial reporter: we have a patient that receives eylea injections every 4-5 weeks. Today dr. Went to do the injection, he inserted the 30g needle, when he started to inject the eylea, there was a hole in the side of the 30g needle and the medication squirted on the patient nose. Dr. Believes some of the medication did go in, but not enough for a complete dosage. Needle was withdrawn, we had to re-prep the patient and we re-injected with a sample dose and a different needle. Other clinical managers also stated they have been having issues with the 30g needles.